Event description:
The customer reported via phone call that the insulin pump alarmed button error and that he was unable to clear the alarm. The customer's blood glucose was 137 mg/dl. While troubleshooting, the customer did not recall any significant events leading to the alarm. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
No unexpected button error alarms noted. However, all of the buttons had no response due to connector on lcd board half-locked and flattened dome switch were noted during visual inspection. Displacement test was not performed due to unresponsive keypad. The device had minor scratches on lcd window, cracked case at lcd window corner, cracked reservoir tube lip, and scratches on reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.